Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator had a red x and an ECG malfunction. The issue was further clarified by the philips bench repair tech, as a pads cable failure with an ECG front-end failure. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips bench technician. The issue was further clarified as a pads cable failure and an ECG front-end failure. The processor pca was determined to be faulty. The processor pca was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer. This was a malfunction of the processor pca.